Event description:
Event description guidant received information that during the attempted implant of this left ventricular lead, a dissection of the coronary sinus occurred. It was suspected that the inner guide catheter, or the guidewire perforated, and therefore, the left ventricular lead implant was abandoned.